Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 01/23/2019. Investigation summary: it was reported suture breakage. A box with thirty-two unopened samples of product code z339, lot mdz717 were received for analysis. The issue sample was not returned. During the visual inspection of thirteen samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were noted. A functional test was performed and the tensile strength force was above the minimum requirement. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative samples, no suture breakage was found and the tested samples met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018. And suture was used. During the procedure, the suture broke. Case completed with another device of the same product code. There were no patient consequences reported.